Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with allergan natrelle inspira gel implants srf-180 on (B)(6) 2018, not (B)(6) 2018 as previously reported on the initial report. Device evaluation summary: it was reported that a 46 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 125cc and experienced bilateral deflation on breast implants. The deflation was confirmed via mammogram. As a result, the patient underwent bilateral removal and replacement with allergan natrelle inspira gel implants srf-180 on 12/11/2018. This is for the right side implant, see manufacturer report number 1645337-2018-07575 for contralateral prosthesis. The device was returned to mentor without fluid inside. White material was observed within the device. White and orange material was observed on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. At this point it is not possible to determine the root cause of such damage or the etiology of the white and orange material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 125cc and experienced bilateral deflation on breast implants. The deflation was confirmed via mammogram. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the right side implant; see manufacturer report number 1645337-2018-07575 for contralateral prosthesis.